Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms both of the pegs are broken off. The broken pegs were not returned with the device. This instrument exhibit signs of significant use and wear. The device was manufactured in 2015. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Plastics are vulnerable and crack may have initiated during use or due to the heating and cooling associated with autoclaving. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during the procedure the bumper of the device broke in half while impacting. Clean break. No issues after.